Event description:
It was reported that the fiber stopped functioning after one minute of use during a procedure. The method used to complete the procedure was not reported. Outcome: "no damages to the patient" - there was no injury reported. Gland volume: 10 to 15 ml.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the total length of the fiber without the connector is 12 feet 1½ inches; the connector is detached and returned; the proximal end of the fiber blue outer sheath shows signs of burn at the break; the proximal end of the glass fiber is devitrified; the distal fiber tip is devitrified and extends 2 mm from the blue outer sheath; the distal end of the blue outer sheath shows backs mark along 2 mm from the distal end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.